Manufacturer narrative:
The coulter lh 750 hematology analyzer had the checksum feature disabled. Instrument printouts demonstrating the events were requested, but not received. On (B)(6) 2008, the field service engineer (fse) replaced the barcode reader cable and verified the analyzer met specifications. Based on information available, the root cause may be due to the barcode reader cable and failure to use the checksum feature. Beckman coulter, inc. Recommends use of checksums to provide automatic checks for read accuracy. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
Customer reported barcode sample ID misidentification for four different samples when using the coulter lh 750 hematology analyzer. The actual dates of the barcode sample ID misidentification is unknown. The customer identified the barcode sample ID misidentification when comparing test results to previous test results obtained for the patient(s). Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.